Manufacturer narrative:
Requests for additional information have been performed. The healthcare provider has not provided any additional details regarding this event. There was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The subject device was not returned for evaluation as it remains implanted; therefore, the complaint cannot be confirmed. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was learned that patient with a 25mm edwards surgical valve of unknown size, implanted in the mitral position, underwent a valve-in-valve procedure after an unknown implant duration due to severe degeneration. A percutaneous trans-septal implant of a 26mm non-edwards balloon expandable bioprosthesis was performed. No other information was reported.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (investigation conclusions), h10 (additional manufacturer narrative) tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction.